Event description:
It was reported that the pulse generator exhibited inappropriate auto mode switch episodes due to competitive atrial pacing. No patient symptoms or additional information was reported.